Event description:
The patient had pain over the 1st tarsal/metatarsal joint. X-rays revealed that 2 of the 6 screws in the f3 plate had broken mid shaft in the metatarsal. The plate was removed as the implant was no longer needed due to healing. The distal segments of both screws remained in the metatarsal and did not pose any problems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.